Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark image. The event occurred in preparation for an unspecified therapeutic procedure. The procedure was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on distal edge, distal fiber breakage, and minor cracks on video connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the dark image reported malfunction: the most probable cause of the complaint is cause traced to component failure. A definitive root cause could not be identified for dents on distal edge, distal fiber breakage, and minor cracks on video connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a dark image. The event occurred in preparation for an unspecified therapeutic procedure. The procedure was completed using another device. There were no reports of patient harm.